Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "low suction" (aspiration issue). A customer reported the system had low suction during a case. There was a 5-10 mins delay while the unit was switched out. There was no pt impact reported and no canceled cases.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The rep replaced the 30 psi regulator and latch seal. The system was then tested and met all product specifications. A sample has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).